Event description:
The following info was reported to the boston scientific (bsc) on 3/22/2007: pt was treated using an bsc detachable coil. Pt subsequently died due to an aneurysm rupture. This event occurred two years ago, and the user facility does not have anymore add'l info regarding this event.

Manufacturer narrative:
No further info is available on this event. From the limited info received, it cannot be determined if any device malfunction occurred, and/or if the device in question attributed to the aneurysm rupture.